Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer phenomenon, the vxi testing was out of specification which was attributed to the link electronic module head connector being loose. It was determined that the programmer was unrepairable due to the unavailability of repair parts and was being scrapped out. (B)(4).

Event description:
It was reported that the programmer will not interrogate certain devices. The programmer has been returned for service. No patient complications have been reported as a result of this event.